Event description:
I received medtronic defibrillator with fidelis lead in 2007. On or about 4 months later, I visit my electrophysiologist who reprogrammed my defibrillator. He informed me that medtronic was to send me a device to permit medtronic to monitor the function of the leads on a regular basis. His office has contacted medtronic on 2 occasions in this regard. As yet, I have neither heard from medtronic, nor received any kit from them. This does not speak well for medtronic's concern from those who have had the fidelis leads implanted.